Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor error and board. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a force sensor background test. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to a broken left plunger case. As a result, the clutches, spring, and right plunger case were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.